Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet repeatedly displayed alert 42 indicating a motor current sense failure, which necessitated multiple restarts and led to replacement logistics once a prior unit was confirmed returned. Symptoms included no reported blood glucose impact. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included device history and return tracking review, replacement coordination per return status, and receipt of the malfunctioning unit. Investigation of this case revealed a device alarm consistent with an insulin delivery motor current sense failure; the previously malfunctioning ilet was received, and the current device status required follow-up to confirm ongoing issues. It was concluded, based on previously established findings for similar reports, that the cause was an internal device malfunction related to the motor current sensing function.